Event description:
It was reported that the user attempted to connect a new freestyle libre 3+ sensor to the ilet, but the ilet displayed that the sensor had been started by another device after the user had initiated it in the libre app. No adverse clinical symptoms were reported. Outcomes included completion of troubleshooting and education with no reported health impact. User support included interview and device-use troubleshooting. Investigation of this case revealed a sensor pairing conflict due to prior initialization on a non-ilet device, consistent with use error and incompatible device setup, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated sensor start on another device leading to incompatibility with the ilet¿s required pairing workflow.